Event description:
A customer reported an error occurring with their continuous glucose monitor (cgm), specifically an error 42. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information on how to perform a complete pump reset, and after following these instructions, the customer successfully started their sensor session without encountering the error again.